Event description:
It was reported that the ilet user experienced difficulty performing a supply change with the infusion set, including failure to remove the backing paper and an infusion set cannula detaching from the adhesive disc, which required tubing replacement and a reattempt. Troubleshooting and education were completed and additional trainer support was requested. No reported symptoms. Outcomes included no hospitalization, no emergency care, and no device alarms. Investigation included remote troubleshooting, user education on proper infusion set deployment, and assignment for follow-up training. Investigation of this case revealed an incorrectly deployed infusion set and/or an infusion set connection issue that likely resulted in inconsistent insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was user technique and handling during infusion set insertion and connection.

Manufacturer narrative:
Initial.